Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer inspected the drawer, found a missing magnet from the latch and replaced it. The retractor band cable and row board cable were reseated. During testing, a cut on the internal pyxibus cable was found and replaced. The issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the user was unable to issue medications to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.